Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ other medical: unable to observe through visual inspection as it is a physiological phenomenon. ¿ deflation: observed an opening through microscopic inspection assessed as fold flaw and one opening assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (crease and non-penetrating nick) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported "one of my breast implants has deflated, and every time I look in the mirror, I feel a deep frustration and sadness at how my right breast has turned out". This record is for the right side. The device remains implanted. Explant surgery has not been scheduled and it is unknown if the explanted device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
The device was explanted, replaced and will be returned.

Event description:
Patient reported "one of my breast implants has deflated, and every time I look in the mirror, I feel a deep frustration and sadness at how my right breast has turned out". This record is for the right side. The device remains implanted. Explant surgery has not been scheduled and it is unknown if the explanted device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, other medical.